Event description:
On (B)(6) 2021 when preparing for a modified pectus excavatum procedure, the cryos probe was connected to the acm generator, laid on a tabletop and a test freeze was initiated. When the probe reached -40 degrees, the acm counted down for about 10 seconds and then scrub technician vented it by pressing the n2o manual exhaust knob. When doing this a loud "pop" sound occurred and the device handle separated. There was no patient harm. During device evaluation, it was observed that the exhaust crimp sleeve was not present in the device. This discovery escalated this product problem to a reportable event per part 803 on (B)(6) 2022.

Manufacturer narrative:
(B)(4) the complaint was confirmed.  The internal crimp sleeve component was not properly assembled to the exhaust tube.  The exhaust tube slid loose from the mating barb which caused the loud noise.  Atricure is conducting an investigation to better understand the circumstances involving the improperly assembled crimp sleeve.